Event description:
The plaintiff's attorney alleged that the patient experienced cardiac injuries and/or related symptoms and subsequently expired. It was reported that these events occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports for this event. (B)(4). If additional information is received, a supplemental medwatch report will be submitted.